Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine generator changeout, fluoroscopy revealed externalized conductors on the right ventricular lead. There were no electrical abnormalities. No resolution intervention was suggested. The patient condition was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the rv lead was explanted. No further information is available this time.